Manufacturer narrative:
It was found that the account had a multirall 200 with a broken emergency button. According to hillrom¿s periodic inspection for liko overhead lifts (3en191001, rev. 2), the emergency stop function should be checked at least once every year. In the document it is stated under section 5: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts.

Event description:
Hillrom received a report from the account stating that the emergency button does not work. When it is activated the lift motor can still be operated. The lift was located at the account at the time of the incident. There was no patient or user injury. This report was filed in our complaint handling system as (B)(4).